Manufacturer narrative:
Product event summary: data files containing an image were returned and analyzed. Thee received image shows the array of a catheter, with the multiple kinks visible on the pebax tube. No identification information for the catheter is available in the image. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a pulsed field ablation procedure, after the insertion of the pulseselect catheter into the left atrium, prior to any energy delivery, there was noise on the recording system from two electrodes while the remaining electrodes appeared normal. Indentations and kinking were observed at the array shaft of the catheter. Troubleshooting steps included checking the connections for the catheter interface cable and the 10-pin signals, which revealed no issues. The pulseselect catheter was then replaced, and after insertion of the new catheter into the left atrium, the electrode sensing was functional in all electrodes, resolving the issue. The case was completed with pulsed field ablation. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.